Event description:
It was reported that a person using the ilet experienced a low blood glucose value of 67 mg/dl and requested guidance on changing target settings; the individual did not report a prior high and was advised to consult a healthcare professional for target adjustments, with troubleshooting and education provided. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and self-management with education. Investigation included complaint review and user troubleshooting support. Investigation of this case revealed no device malfunction reported and cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.